Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the consumer reported that they were going to have an appointment with their doctor on (B)(6) 2020. The patient stated it caused some discomfort at times, but they didn't know how it happened. The patient was waiting to see their doctor so it had not yet been resolved.

Manufacturer narrative:
Other relevant device(s) are: product ID: 3776-60, serial#: (B)(4), implanted: (B)(6) 2012, product type: lead. Product ID: 3776-60, serial#: (B)(4), implanted: (B)(6) 2012, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with a neurostimulator for non-malignant pain. It was reported that throughout the past year, the patient had lost 30 to 40 pounds and had noticed that she didn¿t feel some of her settings any longer. The patient stated that she currently only used group c because she did not feel the effects of groups a & b. It was then noted that the change in therapy was noticeable with the patient¿s adaptive stim (as) when she was lying down. It was also reported that the patient had been able to feel the wire by her ins and it felt ¿looped¿. Also, the area had started to sag, and the patient felt itching around her incision. There were no reports of trauma, falls, emi, or activity. In the end, the patient was redirected to follow-up with their healthcare professional (hcp) to consider adjusting programming. There were no further complications reported or anticipated.